Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the delivery wire presented with a slight kink in the distal tip segment. The detached stent component was also received. The introducer was observed to be lightly curved. Microscopic inspection was performed. The stent component was observed without any damages (i.e., no kinks no bends, and no broken struts). Both ends of the stent component were noted to be completely flared. The introducer, retraction bump and marker distance underwent dimensional analysis. All measurements were found to be within specification. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7393962. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported in the complaint regarding the stent component being prematurely deployed was confirmed since the delivery wire was returned with the stent no longer connected to it. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. The subsequently reported kink in the distal tip of the delivery wire was also confirmed during visual analysis. Due to the limited information available, a root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ carefully place the dispenser hoop into the sterile field. ¿ remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. ¿ remove the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 28-aug-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 11-aug-2023. [Additional information]: on 11-aug-2023, additional information was received. The information indicated that a crease was noted near the tip of the delivery wire. The replacement sent was not another 4mm x 23mm enterprise 2 of the same catalog number (encr402312). The reported issue did not result in any clinically significant delay in the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to update the medical device problem code. To include the additional observation noted, on the delivery wire of the complaint device that was received with the additional event information received on 11-aug-2023. [Additional information]: on 11-aug-2023, additional information was received. The information indicated, that a crease was noted, near the tip of the delivery wire. The reported crease noted, near the tip of the delivery wire was not included in section h.6: medical device problem code, that was submitted with 3500a supplemental #1 report was submitted on 11-aug-2023. The manufacturer will submit a supplemental report, if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the two (2) photos of the complaint device included in the file. The assessment is documented below. [Photo review]: it can be noted in the photos that the stent component is already detached from the unit. The stent component was completely flared without any observable damage. There was no damage noted on the distal portion of the delivery wire and the introducer. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7393962. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding a stent prematurely detached was confirmed since the stent was noted to be already separated from the unit. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure, the physician opened the inner package of the complaint device, a 4mm x 23mm enterprise 2 (encr402312 / 7393962) and took the stent from the dispenser hoop for inspection. The stent component was found to be prematurely released and not inside the introducer sheath. A new stent was used as replacement for the procedure. It was reported that the procedure was completed and there was no report of any patient injury. The complaint included two (2) photos of the complaint device.